Event description:
Suture breakage. Customer reports that surgeon had a problem with suture breakage while passing the suture through the tissue. The suture broke near the swaged area. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.